Event description:
User is reporting that when they were checking on the patient there was no output of gas coming from the mixer. No patient was injured during this incident.

Manufacturer narrative:
User reported that no gas was flowing out from mixer. No patient incident was reported. After the device was evaluated by si trained technician, it was discovered that the mixer was functioning and that the reported issue by the user could not be replicated. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are required. All complaints are trended by management on a monthly basis.as part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no. (B)(4).